Event description:
Our rep. Is reporting that during an arthroscopic shoulder procedure, while the surgeon was deploying the anchor into the bone hole, a portion of the distal tip of its' inserter mechanism broke off into the anchor and remains captured therein within the body. The repair was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. The event reporter was present at this procedure and based on their observations, they feel that this was a user technique issue. When the device is received, a failure analysis will be conducted, if the results of said investigation differ from the above hypothesis and observation, a follow up report reflecting the failure analysis conclusions will be filed. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.